Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the e-100 generator was not working. The technical service engineer (tse) stated that the live logs were not available during call. The customer tried rebooting e-100 prior to calling in with no change. The customer then moved the vessel sealer extend instrument to the erbe and it worked normally. The customer stated that something similar happened in the past, but they can not remember the date. Tse instructed the customer to try turning off e-100 and turning off power switch on its back panel, then rebooting the e-100 and see if this solves issue. The customer elected to continue with the procedure using the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the surgery was completed with no patient harm or impact. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During initial troubleshooting, the fse tested the e-100 generator and was unable to fire or energize and an error prompt instructing to check the energy cable was displayed. The fse replaced the e100 generator to resolve the issue. The system was tested and verified as ready for use. Isi received the e100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) did not confirm nor replicate the customer reported complaint. This unit was installed into the test system and it worked fine when tested with a synchro seal instrument installed. Fa used a synchroseal with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. Unrelated to the issue, fa reported that the top cover was scratched and required some touch-up (cosmetic damage). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: the customer converted to the erbe after the start of the procedure due to the e-100 generator not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.